Event description:
On oct 15 2010, (B)(4) technical services (cts) received a telephone call requesting pick up of supplies as the patient had expired on an unknown date. The cause of death is unknown. It is unknown if an autopsy was performed. No further information is currently available.

Manufacturer narrative:
(B)(4). The device has been requested to be returned to the baxter product analysis lab for evaluation. Should the device be received and evaluated, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated in the product analysis lab (pal). Results indicate: the fse (field service engineer) performed functional testing and the instrument passed all checks per the data sheet. No malfunction was identified; the device functioned normally during preventive maintenance (pm). A review of the manufacturing device history record and the device's service history records revealed no issues that may have contributed to the patient death. There is no evidence that suggests a device malfunction caused or contributed to the patient death. The patient was not connected to the device at the time of death and there were no alarms reported. The root cause of this incident was undetermined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.